Manufacturer narrative:
H3: one device was returned for evaluation. The service review identified the device had not been in for service for the last 12 months. The customer issue was confirmed through visual inspection that the downstream occlusion (dso) seal was delaminated and separating from the chassis. The dso seal was replaced to resolve issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was peeling off. Per reporter, the issue was discovered during testing and there was no patient involvement.